Manufacturer narrative:
(B)(4). Date sent: 5/20/2024 d4: batch # 131c31 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with no reload present, with the jaws and trigger in the close position. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. When tested for functionality the device would not open. Pressing the release bottom did not allow the jaws to open. No functional test was performed as the device would not open. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the link closure was noted broken and was lodged under the pin clamping trigger, not allowing the device to open. No conclusion could be reached as to what may have caused the link closure to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 131c31, and no non-conformances were identified.

Event description:
It was reported that during a bariatric sleeve case, on the third firing with the blue load, the jaws would not open. The surgeon followed the manual procedure to release the jaws. They use a different stapler to finish the sleeve. No patient harm reported.